Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. The pump supplies were changed to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.